Event description:
Lead management case to remove cardiac leads due to pocket erosion. The procedure began by prepping all four leads with lld ezs. The lv (4193) and ra (1788) leads were removed using a 16fr glidelight without complication. The rv (7120) lead was extracted with traction only also without difficulty. Upon trying to extract the rv (7000) lead with the 16fr glidelight, the patient became acutely hypotensive and the decision was made to perform a sternotomy. A 1 cm svc/ra junction tear was repaired and extraction of the rv (7000) lead was completed. The patient survived the intervention.